Event description:
It was reported that the device was implanted in 2001 and revised in 2005.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form. This report will be amended when our investigation is complete.